Event description:
Procedure: trans-hiatal esophagectomy. According to the reporter: the device was used to do an anastomosis for a trans-hiatal esophagectomy. When it was fired, the doctor noticed it did not fire correctly. An incomplete staple line was noticed. The device was defective and it was removed from the operation room. The doctor ended up having to hand sew the anastomosis.

Manufacturer narrative:
(B)(4).